Event description:
The trauma patient sustained complex lower extremity fractures requiring fasciotomies because of compartmental syndrome. The patient had four separate surgeries on his legs in the first ten days of admission. The patient's legs had use of external fixates, multiple wound vacs, dressings, immobilizers and foot pumps. Visibility of the skin was limited. On the 10th day after admission new breaks in skin integrity were noted after lower extremity dressing changes and two stage ii pressure ulcers on the patient's right posterior leg were attributed to the immobilizer. The immobilizers were removed when patient was in bed. The wounds did resolve/heal prior to discharge.